Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a crack was identified in the cylinder connecting tube. The reservoir was replaced in accordance with the physician's diagnosis. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).. Concomitant product UDI for cylinders is (B)(4).. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was subjected to microscopic inspection and leak testing. Microscopic examination revealed that the spherical reservoir exhibited wear at a fold in the reservoir shell. The leak test passed successfully. Based on the available information and the analysis results, the reported clinical observations of device-mechanical issue and tube-hole/perforated, could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a crack was identified in the cylinder connecting tube. The reservoir was replaced in accordance with the physician's diagnosis. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.